Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during drain. A bag became disconnected during the day drain and they needed to end therapy. The hp was starting her day drain and realized that one of her bags had become disconnected so she wanted to end therapy and start over. The baxter technical service representative (tsr) assisted with ending therapy on the cycler. The hp would setup with new supplies and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she said there was nothing wrong with the supplies that day. She said she had not connected the bag to the line tight enough and so it came undone in her therapy. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.